Event description:
The device was being used to treat a patient and reportedly the device would begin to charge the defibrillator, but dump the energy before reaching full charge. The patient's outcome and details were not reported to mpc.